Manufacturer narrative:
A breath delivery (bd) printed circuit board (pcb) and an analog interface (ai) pcb were returned to covidien/medtronic¿s product an alysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found on the bd pcb. The ai pcb root cause was isolated to an electronic component (u31) in the pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, an 840 ventilator became inoperative. The patient was transferred to another ventilator and there was no harm to the patient as a result of the event. A service engineer inspected the device and replaced the analog interface printed circuit board (pcb) and updated the breath delivery (bd) pcb. The unit passed all testing and operated within the manufacturing specifications.